Event description:
The patient received a cypher stent in each of the following lesions: mid rca, mid lad, and circumflex. Thirty-four months later, the patient had restenosis in the mid rca. This male patient had the following medical history: stable angina ccs 1, hypertension, hypercholesterolemia, and smoking. Three segments with greater than 50% diameter stenosis were noted. Medications at baseline included: beta blocker therapy, calcium antagonist, aspirin, clopidogrel, lipid lowering agent, ace inhibitor, and pravastatine. Lesion 1-1 was a segment of the mid right coronary artery (rca). Lesion characteristics are unknown. A 3.5 x 18mm cypher stent (lot number r0303491) was deployed at 12 atmospheres (atms) with no complications. Lesion 1-2 was a segment of the mid left anterior descending (lad). Lesion characteristics are unknown. A 2.5 x 23mm cypher stent (lot number s0203079) was deployed at 12 atmospheres (atms) with no complications. Lesion 1-3 was a segment in the circumflex (cx). Lesion characteristics are unknown. A 2.5 x 18mm cypher stent (lot number r0203575) was deployed at 12 atmospheres (atms) with no complications. The patient was discharged two days later. Medications at discharge included: b-blocker, calcium antagonist, aspirin, clopidogrel, lipid lowering agent, ace inhibitor, and simvastatin. Approximately 34 months later, the patient had a revascularization. This patient had anginal complaints, stable angina ccs 2.a stress test was not performed. An elective re-ptca was performed on the segment in the mid rca due to restenosis.